Manufacturer narrative:
510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020, the patient was scheduled for a revision surgery due to ascertain the rupture of the implanted screws. Plate was broken not the screws. Plaque rupture of left forearm. Concomitant device reported: unknown screw (part # unknown, lot# unknown, quantity: 1). This report is for one (1) plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: cortex screw, self-tapping, l16mm tan (part#: 404.816, lot #, quantity: 2). Cortex screw, self-tapping, l18mm tan (part#: 404.818, lot #, quantity: 1). Cortex screw, self-tapping, l20mm tan (part#: 404.820, lot #, quantity: 1). Cortex screw, self-tapping, l16mm ti (part#: 413.016, lot #, quantity: 1). Cortex screw, self-tapping, l14mm ti (part#: 413.014, lot #, quantity: 3). This report is for one (1) ti lcp one-third tubular plate w/collar 8 holes/93mm.